Event description:
It was reported that the seal of the housing is damaged. If the seal is damaged, it could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no reported patient involvement, adverse consequences, medical intervention or delays.

Event description:
It was reported that the seal of the housing is damaged. If the seal is damaged, it could cause the housing to open and the non-sterile battery to be exposed to the sterile field. There was no reported patient involvement, adverse consequences, medical intervention or delays.